Event description:
Through clinical safety alliance aviv trial, it was learned that a 23mm 2700 valve in the aortic position is under evaluation for a valve-in-valve procedure after an implant duration of eight (8) years, two (2) months due to insufficiency. The patient presents with dyspnea, fatigue, chest pressure, mild peripheral edema, lightheadedness. Procedure is scheduled for (B)(6) 2024.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through clinical safety, it was learned that a 23mm 2700 valve in the aortic position underwent a valve-in-valve procedure after an implant duration of eight (8) years, two (2) months due to severe insufficiency and moderate stenosis. The patient presents with dyspnea on exertion, exertional angina, mild peripheral edema, lightheadedness. The tavr was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.